Event description:
It was reported that the ilet could not dose automatically because the dexcom g6 sensor could not be reconnected without the sensor code, and the patient did not have an additional sensor available while awaiting a transition to g7. Symptoms included no reported adverse clinical effects. Outcomes included the patient and guardian electing to suspend automated dosing and proceed with manual insulin injections to manage glucose while awaiting new sensors. Investigation included troubleshooting and education that pairing requires the g6 sensor code and advising manual entry of glucose values to enable dosing if fingerstick readings are used. Investigation of this case revealed a connectivity and pairing limitation due to the absent g6 sensor code, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that user circumstances and third-party cgm requirements caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.